Manufacturer narrative:
(B)(4)

Event description:
Customer complaint alleges the device broke apart during a patient use. No patient injury or consequence was reported.

Event description:
Customer complaint alleges the device broke apart during a patient use. No patient injury or consequence was reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, ten pieces of the same catalog number were taken from current production at the manufacturing facility to test the reported defect. All ten samples passed leak testing. At the manufacturing site, a 100% leak test is conducted on this product, thus any defects would be detected prior to release. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.